Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after opening the package, the detachable part of the tip of the apollo catheter fell off without any external force. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing liquid embolization surgery for treatment of an arteriovenous malformation (avm). It was noted the patient's vessel tortuosity was minimal. Femoral artery access vessel diameter was 6 mm. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).

Manufacturer narrative:
Product analysis as found condition: the apollo micro catheter was returned for analysis within a shipping box and within an unsealed plastic biohazard pouch. Visual inspection/damage location details: no damages or irregularities were found with the apollo micro catheter hub. No damages or irregularities were found with the apollo micro catheter body. The detachable tip was already detached and not returned for analysis (figure d). Testing/analysis: the usable length specification and detachable tip length could not be confirmed as the detachable tip was not returned. The micro catheter was flushed, and water was found to exit the distal tip only with no leaking found. The ldpe coupling tube overlap length was measured to be ~ 1.4mm which is within specification (specifications: 1.0mm - 2.5mm). Conclusion: based on the device analysis and reported information, the apollo micro catheter was confirmed to have ¿tip premature detachment¿. It is possible damage occurred during manufacturing, during removal from packaging or after removal from packaging. The likely cause could not be determined. There is an indication that the failure is related to a potential manufacturing issue and a DHR review will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d9, h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The proximal end of the push wire was secured in the guidewire clip (black rubber stopper) when the package was opened. No preparation was performed prior to the damage being seen. No kink or other damage was noticed on the device, and there was no damage or evidence of tampering to the device packaging; the packaging was not damaged on delivery and no damage location was identified. The tip end of the device automatically fell off. The cause of the damage was not determined.